Event description:
This is an adverse event recorded on a case report form (crf) as part of the b-204 aim dysplasia clinical trial. The patient was enrolled in the study with 2cm of barrett's esophagus with low grade dysplasia. One month after a focal ablation, a mild stenosis was discovered in follow up and subsequently dilated. Per the physician, the severity of this event was mild, the relationship of the event to the device procedure was probable and there was no device malfunction.

Manufacturer narrative:
The site did not return any device therefore no device evaluation was performed. A review of device history/service records found no issues with the unit. If additional information pertinent to this event is obtained, a follow-up report will be submitted. (B)(4).